Event description:
A surgeon reported that during intraocular lens (iol) implant surgery, the haptic did not unfold. The lens was manipulated for a prolonged period of time, but eventually placed in correct position. The surgeon reported the patient experienced corneal edema and decreased visual acuity. The corneal edema resolved after approximately one week of medications. In the follow-up, the surgeon reported prognosis for the patient as "good".

Manufacturer narrative:
The product was not returned for analysis; the device remains implanted. Product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. Additional information was requested and received. This report was mailed to FDA on: 10/22/2008.